Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc in the marionette lines last year. This year, the patient was presented with complications and was diagnosed as granuloma by the treating physician. There was swelling on the left side in the marionette line area down to the chin, soft by feel, no red, not painful. These symptoms appeared after a visit to the dentist, the patient has already received 400 prescribed ibuprofen, antihistamines and antibiotics (augmentin).

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.